Event description:
New information received notes that the lead was capped and replaced due to externalized conductors. There were no complications related to the procedure.

Event description:
The patient had a radiography were insulation break was observed. No episodes were recorded. During testing all mesurements were normal. Patient will return for follow-up every three months. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.